Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. The lesion to be treated was the right coronary artery. The 2.50x24mm taxus liberte stent system was removed from the protective hoop and stent protector, the stent edge was lifted. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).